Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and has to change the battery once a day. The customer's blood glucose reading was 394 mg/dl at the time of incident. Troubleshooting found that the pump battery cap is cracked and has also alarmed weak battery. Customer does not have a new battery to test the pump and will call back to further troubleshoot.